Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had a blood glucose (bg) of 501 mg/dl with no symptoms. The reporter alleged that the patient had been sick and was going through puberty and had a recent hypoglycemic episode. During troubleshooting, customer support found that the patient had been aware that a cancelled bolus was occuring and that the bg excursion was the result of the patient's failure to respond to the alarm in a timely manner. There is no allegation of pump malfunction. The patient remains on the pump. This complaint is being reported because the patient experienced hyperglycemia subsequent to the use error of failing to respond to the alarm in a timely manner.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: unable to duplicate the complaint. Pump history shows pump was manually suspend on (B)(6) 2014 05:52 and manually resumed at 06:37. Black box shows on (B)(6) 2014 04:34 a replace cartridge alarm; deliveries resumed when pump was primed at 07:10. The daily insulin delivery totals correctly reflect user's programmed basal rates. No activity outside normal use observed in the black box or download history. A delivery accuracy test was successfully completed. Pump found to be delivering accurately and within required range. Unrelated to the complaint, the battery compartment is cracked from bumper pad to cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.